Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the intravascular ultrasound (ivus) catheter became stuck with a stent, explanting the stent. The target vessel diameter was about 3.5mm, 99% stenosed lesion with calcification and moderate tortuosity in the proximal left anterior descending (lad) artery. No resistance was noted while crossing to or while implanting the 3.0x28mm stent in the target lesion. An ivus catheter was used to image the lesion. During withdrawal of the ivus catheter, resistance was felt like the catheter was caught on something. The physician pulled the ivus catheter removing the catheter from the patient. However, the catheter had become stuck on the stent and the stent was also removed from the patient. The procedure was completed with another stent and imaging catheter. No patient complications were reported. Patient's condition was reported as "fine." The physician stated that the vessel diameter was about 3.5mm and the stent diameter was 3.0mm, therefore, the stent may have been undersized. He also commented that the guide wire lost its position after stent was implanted. When the guide wire was re-crossed to the lesion, it went into a stent strut and then the imaging catheter became stuck in the stent. Same event as MFR report #2134265-2009-02209 for the stent.

Manufacturer narrative:
The device was disposed by the facility; therefore, a device evaluation cannot be performed.